Event description:
It was reported while using bd 21g scalp the adaptor was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: once the device was being handled, it was found the luer adapter was loose, preventing the device to be used. In the same week, the same issue happened with allegedly two other devices as well.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 38833714 and lot number 2354234. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither picture samples nor physical samples were available for return, a thorough sample analysis could not be completed. Based on the limited investigation results, an exact cause could not be determined at this time.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd 21g scalp the adaptor was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: once the device was being handled, it was found the luer adapter was loose, preventing the device to be used. In the same week, the same issue happened with allegedly two other devices as well.